Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on in high or low mode when connected to the original battery pack but powered on and functioned normally in both modes when connected to the lab battery. Visual inspection of the battery pack did not find any physical damage and the batteries were in correct orientation. One of the batteries had leaked electrolyte. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the device did not move at all and does not power on. There was no patient impact or delay reported. There were no reports of inadequate saline bag placement. During product evaluation, it was discovered that the battery was leaking electrolyte. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.